Event description:
Reporter stated patient was found dead in their bed by caregiver. Cause of death is unknown; an autopsy is pending. Manufacturer has determined that sudep is probable. Product analysis of the returned generator and lead found no anomalies that could have caused or contributed to the death event. The reporter has stated the ncp system was unrelated to the death.

Manufacturer narrative:
Reporter stated the ncp system was unrelated to the death event.